Event description:
Dentist advised that during procedure for pfm (porcelain fused metal) crown prep #20, pt mentioned to assistant that something felt hot and hurt. Injury occurred on tissue around #20, but contact did not provide description of injury. Dentist prescribed medicated mouth rinse for pt. Contact noted no other f/u treatment planned or required.

Manufacturer narrative:
Device history records showed no problems with materials, MFR, or test of subject device. Returned device was disassembled and examined. Contamination was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications.